Event description:
It was reported by the patient that a gynecological procedure was done in 2011 and an obturator sling was implanted. The patient has experienced constant pain and severe nerve damage and relies on a wheelchair to get around. Additional information has been requested.

Manufacturer narrative:
(B)(4) - pain occurred; nerve damage occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Upon review of medical records, it was that an ams monarc was implanted. Therefore, this is not an ethicon complaint.